Event description:
It was reported that a user was unable to connect to their cgm because the app was set to the g6 sensor menu while the user was attempting to use a g7, resulting in an incorrect pairing workflow that prevented connection. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful connection after the user switched the app to g7, started a new sensor session, and entered the four-digit pairing code, with the sensor showing remaining warmup time. Investigation included remote troubleshooting and user education on correct sensor type selection and pairing steps. Investigation of this case revealed user setup error related to selecting the wrong sensor type, which was resolved by reconfiguring to the correct g7 workflow and entering the correct code. It was concluded that the cause was user error in device setup.